Manufacturer narrative:
The leaking external waste pump kit was replaced. A product labeling review found the architect system operations manual contains adequate information for the described issue. A historical/quality data review did not identify any adverse trend for liquid waste exposure occurring due to leaking external waste pump kits. A service history review found no service history issues with i2000sr serial no (B)(4). No additional complaints for external waste pump kit issues were found to have been documented for i2000sr serial no (B)(4) since field service replaced the leaking external waste pump. The complaint investigation information did not reasonably suggest a malfunction caused this issue. A used external waste pump kit leaked and a lab technician came in contact with liquid waste. No systemic deficiency or adverse trend of an external waste pump kit issue was identified during this investigation. (B)(4).

Event description:
The customer stated that liquid waste was leaking from the architect i2000sr waste pump. The customer stated that she had previously injured her feet, so she was wearing clogs with socks from the hospital. Her feet were exposed to the liquid and she had open wounds on her feet. She washed her feet after the exposure and reported the incident to the local first aid department where she was given anti-viral therapy.